Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent embolization occurred. The target lesion was an area of instent restenosis of a previously implanted stents in the rca. Access to the rca was gained with a guide and guide wire. Predilation was performed with a 2.0x5 non-bsc balloon catheter. An additional guide wire was also used. A 2.75x32mm promus premier stent was advanced and deployed distally in the rca. A 3.5x28mm promus premier was then advanced but appeared to get hung up on something in the vessel. The physician was unable to move the device forward nor able to pull it back. As they ¿pulled and pulled¿ the stent embolized . The stent was able to be snared; however, it appeared to stretch and come apart leaving a portion of the stent hanging slightly at the ostuim of the rca. A balloon was used to move the stent fragment up against the wall of the vessel. No patient complications were reported and the patient¿s status is stable.